Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported the hub on the catheter was cracked. They used a repair kit to replace the suspected cracked hub. No harm or injury was reported.